Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. During the procedure, "after implanting the screw, it was not possible to break off the setscrew. The setscrew would not tighten properly in the tulip. The surgeon decided to leave the setscrew unbroken in the patient. The patient status is listed as good." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.